Manufacturer narrative:
(B)(4). Continuation from concomitant medical products: lead model 3093-28 lot# v682836 implanted: (B)(6) 2011 explanted: na. Programmer model 3037 serial# (B)(4).

Event description:
The ins pocket became irritated so the ins was repositioned. During surgery the ins was shut off by a cautery unit. Sometime after the surgery the patient was unable to adjust stimulation. The "call your doctor" icon displayed. A power on reset (por) occurred. The ins was re-bonded to his patient programmer.